Event description:
A ventilator was returned to the manufacturer for service.  There was no harm or injury reported.  During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log.  The device's system board and internal battery were replaced to prevent recurrence.